Manufacturer narrative:
E1: address line 1 "(B)(6)". Address line 2 "(B)(6)". H3: one device was returned for analysis. Review of the event history log (ehl) showed error code 41786. A functional test was performed, and the reported issue was not duplicated, however the error code was confirmed in the event log. The probable cause of the reported issue was due to the mainboard. As a result, the mainboard was replaced. Service history identified the complaint was not related to a previous service of the device within the review period. The downstream occlusion seal was observed to be loose and was replaced.

Event description:
It was reported that the pump exhibited error code 41786. The event occurred during testing. No patient injury was reported.